Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). Linenumber = 2076. Filenumber = 174. Sw 2.9d. Pump error 53 was present in the pump trace download due to software error (ptc 1816233). Unit passed unit passed displacement test and selftest.